Manufacturer narrative:
Device available for evaluation. Device evaluated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended and the ipg became inoperable. As a result, the ipg was explanted and replaced. Effective therapy has been restored.